Manufacturer narrative:
Multiple attempts have been made on 06jun2025, 13jun2025, and 20jun2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was not secure on the stand. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was not secure on the stand. The customer requested part number of the thumbwheel, foot kit, and central processing unit (cpu) cover tray to order and replace. The remote service engineer (rse) provided the customer with the requested part numbers. This investigation is ongoing.